Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, d9, d10, g3, g6, h2, h4, h11. D10: item # unknown, unknown head, lot # unknown item # 00875505400, allofit it allo-c shell 54/jj, lot # 3201733 item # unknown, unknown stem, lot # unknown if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown head, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown stem, lot # unknown. G2: report source: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision post implantation due to a ceramic insert implant fracture. The insert and the head were explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The liner was returned for investigation. The ceramic insert has been almost completely reconstructed from the available fragments, but some pieces are missing. As a result, the technical analysis of the fragments and fracture surfaces remains incomplete. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the insert. These can be caused by chafing between metal parts and the fragments of the ceramic insert, either after the primary fracture event or during the surgical procedures. In case of symmetrical, and therefore correct, taper fit between the ceramic insert and the metal cup, metal transfer patterns (primary metal transfer) are expected over the whole circumference of the taper. However, such type of metal transfer pattern can be found with varying intensity on the insert. The rim of the insert is chipped over 150° of the circumference. Next to the fracture surface intensive metal transfer can be found which indicates a small area of intensive contact between the ceramic insert and the metal cup. This intensive metal transfer starts at the backside of the insert and extends across the entire taper up to the proximal end of the taper where it broadens and culminates in an even more intense, nearly black spot. The fracture surface touches the edge of the spot directly, is tangent to it. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available data, a fracture of the biolox liner can be confirmed. The non homogenous metal transfer pattern found around the taper of the liner could point to a possible suboptimal positioning of the liner in the cup. The appearance of the intense metal transfer spot at the proximal end of the taper indicates that it was potentially caused during the insertion of the ceramic insert into the metal cup. This metal transfer could for instance have been caused by a damage at the metal cup on the cup taper or rim resulting in a point contact and leading to localized high stresses. This could have triggered the fracture. However, if and to what extent the above-mentioned factor may have led or contributed to the reported event remains unknown. Therefore, since the cause may be multifactorial, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.